Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, fully charged autopulse li-ion batteries (sn unknown) does not power on the autopulse platform ((B)(4)). No further information was provided from the customer. No patient involvement. Please see the following related MFR report: MFR 3010617000-2022-01808 for the autopulse li-ion battery (sn unknown).